Manufacturer narrative:
Event summary for: (B)(4) - the lead was returned and analyzed. No anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: 5554-45, (b)(5) 2012.

Event description:
It was reported that during the implant procedure after having placed the ventricular lead, movement occurred. An attempt was made to reposition the lead however, it was observed that there was high impedance. In addition, there was no lead function at all. The physician implanted a different lead. No patient complications have been reported as a result of this event.